Event description:
A physician reported that two yukon set screws have migrated approximately six weeks after implantation. There are no plans for revision and the patient has fused. This report represents the first of the two screws.

Manufacturer narrative:
D6a was corrected from (B)(6) 2020'. B5 was updated based on new information received about patient fusion and revision. Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained. The yukon oct surgical technique was reviewed and the following relevant information was identified: postoperative: 1. Adequately instruct the patient. Postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. 2. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. 3. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. 4. Periodic x-rays for at least the first year postoperatively are recommended for close comparison with postoperative conditions to detect any evidence of changes in position, nonunion, loosening, and bending or cracking of components. With evidence of these conditions, patients should be closely observed, the possibilities of further deterioration evaluated, and the benefits of reduced activity and/or early revision considered. Yukon oct spinal system is intended to provide immobilization and stabilization of spinal segments as an adjunct to fusion. Since the fusion occurred, the device has served its intended purpose. Cause of the reported event is most likely patient fall that led to screw migration. Other potential causes include: set screw loosely tightened during the initial surgery or due to normal load on the fused construct.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that two yukon set screws have migrated approximately six weeks after implantation. Status of revision is currently unknown. This report represents the first of the two screws.